Manufacturer narrative:
Concomitant medical products: 4557m-53 lead, implanted: (B)(6) 1992. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their right ventricular (rv) lead and right atrial (ra) lead are "on the left side." The rv and ra leads remain in use. No patient complications have been reported as a result of this event.